Manufacturer narrative:
(B)(4). Batch # n93a3u. Investigation summary: the handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument, and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the handpiece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nosecone. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s, or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during and unknown procedure, the device didn't work despite there being two uses left. A spare device was used to do the procedure. There was no harm to the patient and no delay reported. No further information available.